Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured in a vertical form near the middle at 5 atmospheric pressures within 5 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.